Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; incidence and risk factors for retrograde type a dissection and stent graft-induced new entry after thoracic endovascular aortic repair ma et al, journal of vascular surgery volume 67, number 4 published online: october 30, 2017 https://doi.org/10.1016/j.jvs.2017.08.070 b3: exact date of event unknown. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted during the endovascular treatment of thoracic stanford type b aortic dissections (tbad) on an unknown dates. The following adverse events were observed: retrograde type a dissection (rtad) with distal sine, reintervention, dissection, pericardial tamponade, rupture, multiple organ failure, aneurysm expansion. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.